Manufacturer narrative:
Pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had an unexpected restart and no delivery. The customer¿s blood glucose level was 171 mg/dl. The customer stated that they had unexpected restart alarm after battery changed. The customer stated that the pump alarmed no delivery during set change. Customer reported alarm occurred during manual prime. Customer reported that the event was resolved by infusion change. The customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.